Event description:
It was reported that the patient presented to the Emergency Room experiencing dizziness. Upon device interrogation, loss of capture was observed. The device was explanted and replaced. The patient was recovering.